Event description:
It was reported that this right atrial (ra) lead has showed out-of-range pacing impedance measurements of over 2000 ohms since its initial implant date. However, the cardiac resynchronization therapy defibrillator connected to this ra lead has been reprogrammed to wir due to chronic atrial fibrillation. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).